Manufacturer narrative:
Commercial solutions specialist (css) was dispatched. The initial css review of the run report data form multiple instruments confirmed the presence of a widespread contamination event. All panther testing was suspended on march 22nd, 2021. A comprehensive program of environmental swabbing, cleaning and panel testing was completed by the hologic css team with subsequent release of the cytology instrument for hpv testing on march 25th, 2021 and virology on march 31st, 2021. Hologic concluded that the cause of the contamination event was the use of a bleach solution which contained a concentration of sodium hypochlorite below hologic's recommendations. The use of this bleach solution resulted inadequate decontamination of the panther reaction product which was subsequentially spread across the laboratory environment including reagent and sample preparation areas. The environmental monitoring procedures in place failed to detect the environmental contamination. The laboratory is currently operational following extensive support by the hologic css team, environmental swabs at the time of instrument return were negative and all impacted instruments have returned to negative results on one hundred negative panels. Hologic will continue to monitor. Css confirmed no false results were sent to customer. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported the panther instrument had contamination issues. Customer was advised to clear the machine and perform a monthly maintenance, put brand new consumables back on the machine and to make up a kit in a separate area and to run 100 negatives. Environmental swabs were done on all systems and results were negative.